Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('got mine out') and endometrial ablation ('ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criteria medically significant and intervention required) and cholecystectomy ("gallbladder removed") and experienced musculoskeletal pain ("bad shoulder pain"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, endometrial ablation and musculoskeletal pain outcome was unknown. The reporter considered cholecystectomy, endometrial ablation, medical device removal and musculoskeletal pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : musculoskeletal pain,medical device removal most recent follow-up information incorporated above includes: on (B)(6) 2020: social media case. Added event gallbladder removed and reporter based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('got mine out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced musculoskeletal pain ("bad shoulder pain"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and musculoskeletal pain outcome was unknown. The reporter considered medical device removal and musculoskeletal pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: musculoskeletal pain,medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.